Event description:
It was reported that a smiths medical pump alarmed no disposable. Settings were reviewed and pump was powered off. They closed clamp and removed cassette, gently tapped cassette, and massaged line to disperse air bubbles in the line. They replaced cassette and powered pump on but it continued to alarm. They powered the pump off and removed cassette, gently tapped cassette, and massaged line to disperse air bubbles in the line. They replaced cassette and powered pump on but pump continued to alarm. The patient was not affected. Pump settings: res vol 10.7 ml, rate 2.2 ml/hr, given 89.35 ml.